Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer stated the adc freestyle libre sensor detached from his extremity on day 9 of wear. Furthermore, the customer reported symptoms of loss of sensation, loss of consciousness, and biting his tongue. The customer was treated by an hcp who obtained unspecified blood glucose results on an unknown blood glucose meter, and was diagnosed with hypoglycemia and treated with anti-hypertensives. Based on the treatment provided, the customer was not treated for symptoms of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer stated the adc freestyle libre sensor detached from his extremity on day 9 of wear. Furthermore, the customer reported symptoms of loss of sensation, loss of consciousness, and biting his tongue. The customer was treated by an hcp who obtained unspecified blood glucose results on an unknown blood glucose meter, and was diagnosed with hypoglycemia and treated with anti-hypertensives. Based on the treatment provided, the customer was not treated for symptoms of hypoglycemia. There was no report of death or permanent injury associated with this event.